Manufacturer narrative:
The device has been returned and evaluated by product analysis on 5/10/2018 with the following findings: during investigation, the battery compartment was cracked at the threads on the side and separately below the grip pad. The returned battery cap was undamaged and able to fit. The pump was unable to power up ad it¿s completely unresponsive due moisture corrosion. Evidence of moisture corrosion was observed in the battery canister and on the battery cap. The pump cover was removed to find no further moisture ingress or any intermittent conditions were found to the printed circuit board.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that the battery compartment had moisture in it. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.